Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation chop was suspected on the atrial tachy response (atr) episode. As boston scientific technical services (ts) agreed, minute ventilation was programmed off. It was indicated the impedance measurements on the right atrial (ra) lead were fluctuating between 650 and 1,400 ohms. No adverse patient effects were reported.